Event description:
In 2009 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately low. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist was unable to reach the patient by phone. The patient reported that the alleged inaccuracy began sometime in two months prior. On unspecified date(s), the patient claimed she obtained alleged low readings (results unknown) with the subject meter. As a result of the issue, the patient stated that she skipped and/or stopped taking her diabetes medication. The patient reported that she manages her diabetes by taking humalog insulin on a sliding scale. Approximately 4 days after the alleged issue began, the patient reported developing symptoms of vomiting, dehydration and also claimed she went into a "diabetic coma". On that month, the patient reportedly was hospitalized. The patient confirmed that her blood glucose was tested with an ER/hospital meter (result unknown) and she was treated with IV fluids. At the time of troubleshooting, the cca was unable to confirm results stored in the subject meter's memory because the meter did not have batteries. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained low readings on the subject meter, altered her treatment based on the alleged results, and reportedly developed and was hospitalized for diabetic ketoacidosis after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.